Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned ano no anomalies were found. However, it was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation and the lead appeared damage at implant.

Event description:
It was reported that during implant, the helix screw was retracted to reposition the lead, but the helix failed to re-extend. The lead was punctured with a micro needle in order to advance without the use of a new stick. The lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.